Event description:
This is a final report. The investigation was competed on 25-nov-2020 and the results and conclusions are outlined in section h of this report. When the physician and nurses almost finished ercp case, they tried to insert plastic pancretic stent to prevent pep. But the stent pigtail part kinked when the wire guide through out the inner hole of the stent she tried several times but it didn't work properly. So she used another spsof-7-15 and case finished. No adverse effects to patient reported.

Manufacturer narrative:
1 x spsof-7-15 of lot number c1641045 involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. There is a second file opened for off label use for device spsof-7-15 that was used to finish the case and the investigation is covered in the (B)(4) (emdr 3001845648-2020-00797). Documents review including IFU review: prior to distribution all spsof-7-15-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for spsof-7-15 of lot number c1641045 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1641045. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0055-4: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. It may also be noted that the user did not inspect the device prior to use as instructed in the IFU: ¿was the device at the centre of the complaint inspected for damage prior to use? No, it wasn¿t.¿ summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic pancreatic stent to prevent pep. But the stent pigtail part kinked when the wire guide through out the inner hole of the stent she tried several times but it didn't work properly. So she used another spsof-7-15 and case finished. No adverse effects to patient reported.